Event description:
It was further reported that the patient experienced hypotension. The patient was treated with inotropic/vasopressor support. The patient also experienced altered mental status secondary to the hypoxemic respiratory failure.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: d4: lot#: 378795-8622 h6: patient ime code(s): e0742, e2321 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) and the associated outflow graft were not returned for evaluation. The reported low flow event was confirmed through log file analysis which revealed a sustained decrease in power consumption and estimated flow beginning on (B)(6) 2021 leading to parameters below normal operating range. 77 low flow alarms have been logged since on (B)(6) 2021. Visual evidence provided by the site revealed outflow graft compression due to an additional foreign surrounding graft. Information received from the site indicated that, in addition to the low flows, the patient experienced significant shortness of breath, ventricular tachycardia (vt) arrest, was intubated, shocked, and treated with medications. A computerized tomography (CT) scan revealed the outflow graft compression and obstruction. Of note, it was reported by the site that an outflow graft revision was performed and the foreign graft, which had been placed by the surgeon around the outflow graft at the time of implant, was released via emergent artery thoracotomy, after which the power and flow returned to baseline parameters. It was further reported that the patient experienced hypotension. The patient was treated with inotropic/vasopressor support. The patient also experienced altered mental status secondary to the hypoxemic respiratory failure. Based on the available information, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported low flow event can be attributed to external compression from the additional surrounding graft placed by the surgeon at implant. Per the instructions for use, cardiac arrhythmias and respiratory failure are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: outflow graft h3: no h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d11, d12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: 6944-58 lead implant date: (B)(6) 2004 additional products: heartware ventricular assist system outflow graft (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted with ventricular assist device (vad) exhibiting low flows and below normal power consumption. Upon arrival to the emergency room, the patient had significant shortness of breath, hunching over, and their lips were blue. The patient decompensated quickly and began to code. The patient had ventricular tachycardia (vt) arrest and was intubated, shocked, and given medications. A computerized tomography (CT) scan was performed, which reveled an outflow graft (ofg) compression and obstruction. Once the patient was stabilized, and taken to the operating room (or) for revision of the ofg, the gortex was released via emergent artery thoracotomy, which resolved the issue. It was noted that the flows did come back up to baseline. The vad and the ofg remain in use. No further patient complications have been reported as a result of this event.